Event description:
It was reported that an asymptomatic patient presented in clinic. It was noted that backup vvi with high voltage therapy disabled/no backup defibrillation therapy was observed on the implantable cardioverter defibrillator (ICD). A backup vvi device status report did not print. A device restoration was performed successfully. There were no patient consequences.